Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # - (B)(4). Concomitant devices - vanguard cruciate retaining interlok femoral component left 62.5, catalog #: 183026, lot #: j3755718, biomet cc cruciate tibial tray 67mm, catalog #: 141232, lot #: j3806309, vanguard cruciate retaining tibial bearing 10mm x 63/67mm, catalog #: 183420, lot #: 899580. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as its whereabouts are unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent arthroscopic debridement, lateral release and removal of the left patella six (6) months following left knee arthroplasty due to pain, swelling, difficulty ambulating, instability and malposition of the patella. No additional patient consequences were reported. The operative notes identified that the patella had a substantial tilt a significant amount of scar tissue that was removed.